Manufacturer narrative:
Product ID:9735772 serial/lot unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The issue was confirmed and the ethernet connector was replaced. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (confirmed via healthcare provider) indicated the issue was related to the ethernet connector. The ethernet connector was damaged and the navigation system could not connect to the hospital server. The ethernet connector was replaced to restore functionality.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735670, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an navigation system being used outside of a procedure. There was no patient involvement. The camera cart did not work. There was a suspected software issue. No further information was provided.